Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that knife pack was found to be smaller than normal and surgeon had to enlarge the incision in order to insert the lens cartridge during cataract surgery with intraocular lens implantation.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No cartridge damage was observed. The cartridge tip was direct measured and met specification. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The returned used company cartridge would be unrelated to the reported event. No cartridge damage or abnormalities were observed. The cartridge tip was verified to be within specification. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. The report indicated the surgeon felt that that the blade used to make the incision was smaller than normal. The cartridges were returned for verification but were not considered suspect. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.